Event description:
The customer reported via phone call experiencing low blood glucose levels for a few months. The customer stated that the low blood glucose was getting progressively worse. The customer also reported that the insulin pump made a buzzing noise when delivering a bolus that it had not made previously. The customer's blood glucose was 92 mg/dl. Upon troubleshooting the customer stated that the reservoir showed more insulin than was shown on the status screen. The insulin pump passed the self test with normal sounds and the displacement test. During testing, the customer did state that he had the insulin pump set to vibrate and the self test tones/vibration sounded normal. The customer was advised to speak with his doctor regarding the low blood glucose. He was advised to monitor the device and to call back if the issues persisted. He declined replacement of the insulin pump, stating that he felt comfortable using the device after testing.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.